Event description:
It was reported that a 42-year-old female patient underwent primary breast augmentation with 275cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively; diagnosed via MRI. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2026.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. D6b explantation date: (B)(6) 2026. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 29, 2026, mentor became aware that the replacement serial numbers used were (B)(6) on the left side, and number (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 3, 2025, mentor became aware that the date of event was march 14, 2015. Field b3 has been updated accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 1, 2026, the mentor failure analysis lab received the device for evaluation. On june 7, 2026, device evaluation was completed as follows:visual analysis of the returned device revealed that the breast implant was found to be ruptured from both aspects, and it was received in three segments. Additionally, it had crease/fold on the edge of the rupture.the evaluation determined that the possible cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time.the contralateral device was also received (lot number 5891043). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required.as part of mentor¿s quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now.additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.on june 7, 2026, mentor became aware that the date of event under field b3 has been correctly updated to "3/14/2014". The year was mistakenly reported as "3/14/2015".manufacturer¿s reference number:(B)(4).